Event description:
New information received notes that the ra lead was oversensing noise.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 11 mar 2024 rather than 12 mar 2024.

Event description:
Related manufacturer reference number: 2017865-2024-33640. It was reported that the patient's right atrial (ra) lead exhibited unspecified oversensing resulted in inappropriate mode switch episodes. The lead was explanted and replaced. It was also reported that the right ventricular (rv) lead was explanted and replaced for an unspecified malfunction. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The awareness date should have been mar 11, 2024 and not mar 12, 2024.